Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk to proximal left anterior descending artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.